Event description:
It was reported the patient had been receiving ineffective stimulation. As a result, the patient's entire system was explanted and replaced. Surgical intervention resolved the patient's issue.